Manufacturer narrative:
A customer from the united states obtained an elevated advia centaur intact parathyroid hormone (pth) result for one patient. The sample was repeated on an alternate advia centaur instrument, and the result was lower. The repeat result was considered as the correct result by the physician(s). Quality control was out of range. The interpretation of results section of the advia centaur intact parathyroid hormone (pth) instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer obtained an elevated advia centaur intact parathyroid hormone (pth) result for one patient. The sample was repeated on an alternate advia centaur instrument, and the result was lower. The repeat result was considered as the correct result by the physician(s). The initial result was reported to physician(s), who did not questioned the result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant pth result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00030 on feb 13, 2023. Additional information feb 21, 2023: a customer from the united states obtained an elevated advia centaur intact parathyroid hormone (pth) result using lot 081 on one patient. The sample was repeated on an alternate advia centaur instrument, and the result was lower. The repeat result was considered as the correct result by the physician(s). Quality control was out of range. Siemens reviewed the instrument and event data including actions performed by the customer service engineer (cse). It was noted that the issue was resolved by putting new reagent packs on the system, calibrating with freshly made calibrator, and running fresh quality control. The region informed that troubleshooting was performed prior to arrival by field service, and no hardware troubleshooting was performed. All assays have been calibrated successfully, and qc was in range. The customer is satisfied, and no further troubleshooting support is requested. The system is now operational and fully functional. Siemens concluded that the probable cause of the discordant result was unable to be determined. While there is insufficient information to determine the cause of the erratic results, siemens cannot rule out pre-analytical factors, a sample issue, or a reagent shipping/handling issue. The issue was resolved with use of fresh reagent and calibrator as part of normal routine troubleshooting. No hardware/software product problem was identified for the advia centaur. The advia centaur system is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.